Event description:
A review of a recently published journal article, "lessons and challenges during a 5-year f/u of 21 composix kugel implantations" documented complications following implant of a bard composix kugel mesh. The pts were implanted with bard composix kugel mesh in (B)(6) sometime between 2003 and 2006. This MDR documents one pt experience that was reported. Pt experienced post-op hernia recurrence, chronic infection and underwent explant of the mesh on an unspecified date.

Manufacturer narrative:
Detailed pt info is limited at this time and no definitive conclusions can be made as to what degree the device may have contributed to this pt outcome. The info was obtained from a journal article which stated that pts in this study had at least one risk factor for hernia recurrence as well as other high risk factors. The article reported that the pt experienced recurrence and infection, both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an injection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis."